Event description:
It was reported that this insertable cardiac monitor (icm) device reached end of service (eos) battery status earlier than expected. The icm device reached eos battery status after approximately three months implanted. Boston scientific technical services (ts) suggested the icm device should be explanted and replaced if continued monitoring is needed. Subsequently an explant procedure was scheduled and the icm device was explanted. Another icm device was implanted at this time to continue monitoring. Device is expected to be returned but has not yet been received. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified an anode ribbon breach to the cathode.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached end of service (eos) battery status earlier than expected. The icm device reached eos battery status after approximately three months implanted. Boston scientific technical services (ts) suggested the icm device should be explanted and replaced if continued monitoring is needed. Subsequently an explant procedure was scheduled and the icm device was explanted. Another icm device was implanted at this time to continue monitoring. This icm has been returned and analysis performed. No additional adverse patient effects were reported.